Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
According to the complainant, small air bubbles in the arterial tubing of streamline bloodline were noted. Also, sad alarms were activated, and air was removed. Patient was able to complete treatments, but with delays. No blood loss reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A total of three samples were submitted to the manufacturer for evaluation. One sample in original packaging and two contaminated samples. All samples underwent visual inspection, during which no defects or abnormalities were identified. The luer taper test was conducted on two of the three samples, both arterial lines did not meet the required performance criteria, however, the venous lines met the required performance criteria. Additionally, the same two samples underwent leak testing. During evaluation, one leakage was observed at the blue patient connector. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The reported issue is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in the place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [z-0070-2026]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow-up will be submitted.